Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. Further inspection found indentation to the yaw pulley near the conductor wire insulation damage. Additional observation(s) related to customer reported complaint: the instrument was found to have indentation on the yaw pulley. No fragments were missing from the yaw pulley. Thermal damage was not present. Other adjacent components did not show any damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the black cautery cable on the maryland bipolar forceps instrument was observed to be frayed. The customer was not notified during a procedure, and the damage was noticed in the sterile processing department. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation.